Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to moisture damage/water at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked select button keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. (B)(4).

Event description:
Information received by medtronic indicated that the customer accidentally wash the insulin pump in the washing machine and it was full of water. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.